Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation with 530cc mentor memoryshape breast implants and experienced bilateral seroma postoperatively. As a result, the patient underwent bilateral drainage on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced rupture on the left side. As a result, the patient underwent unilateral device removal and replacement with a 680cc mentor memorygel breast implant, catalog number 3341509, serial number (B)(6), on the left side on (B)(6) 2021. Mentor also became aware of the correct date of birth, the patient identifier and the patient's age at the time of event. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 29, 2021, mentor became aware that the patient also experienced device migration on the left side. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).